Event description:
It was reported that the patient had low voltage and no power alarms when connected to their mobile power unit (mpu). The patient had plugged the device into multiple different outlets in their home but the issue persisted. The mpu was then evaluated in the clinic and the same problems were observed. It appeared there may have been a short in the patient cable. The patient was given a new mpu and their original mpu was sent back for evaluation.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage and no external power alarms activating while connected to the mobile power unit (mpu) was confirmed via functional testing. The mpu (serial number: (B)(6) was returned for analysis to the service depot and was evaluated and tested on 08mar2022. The reported issue of low voltage hazard and no power alarms was confirmed during testing. The patient cable was replaced, and the mobile power unit was tested. The mpu performed without any issues and passed all required tests. The mpu was returned to the customer. The patient cable was forwarded to the product performance engineering lab for further analysis. The patient cable was returned in unremarkable condition to the product performance engineering (ppe) lab for further testing. The cable was connected to a functional test mpu and system controller, and mock loop. The system was allowed to run for an extended period of time. The reported event was unable to be reproduced in the ppe lab. The underlying wires were measured for shorts and any unexpected variations in resistances. No shorts nor raised resistances were found. The output voltage of the cables was measured and met the accepted output threshold. The cable functioned as intended. Multiple good faith efforts were sent asking if the alarms had resolved with the new mobile power unit, and the current status of the reported event. To date, no response has been provided. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use (IFU) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect, low voltage advisory and, no external power alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.